Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing the watchdog alarm on their 8015: when asking customer if they were using non alaris batteries, they stated no, they are using alaris batteries. After asking customer what color the rubber feet are, after they stated black I informed them that is not an alaris batteries. After informing customer that non alaris batteries can cause electrical damage to the unit, I informed them the issue could be the power supply board, and the switching power supply. I also informed the customer the fault could be due to the logic board as well. Recommended swapping the logic board first, to better determine cause of fault. Ended call.